Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging the one touch verio iq meter displayed the message "charge meter". The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter displayed the message "charge meter". There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have a sleep mode current at about 2400 ua due to defective capacitors c25 and c85. Pa replaced c25 and the sleep mode current reduced to 2400 ua to 1500 ua and also replaced c85 and the sleep mode reduced the current from 1500 ua to 150 ua. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter has been returned to lifescan on (B)(4) 2012 for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.